Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 120804f catheter. The catheter tip was bent by the balloon latex. The balloon was ruptured between the balloon windings. The catheter body had an abrasion just proximal of the proximal balloon windings. The proximal balloon winding was damaged. The distal balloon winding appeared to be in good condition. The proximal balloon winding was cut to match the latex edges and the latex edges did not appear to match at the ruptured location. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "tip was bent/twisted" was confirmed on evaluation. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to use in a (B)(6) year-old male patient, when opening a fogarty catheter from its packaging, the physician identified that the catheter tip was bent/twisted and he refused to use the device. A second catheter was provided, but a hole was noted in the body of the catheter (not the balloon). The issues were solved by using another catheter from another unnamed brand. There was no allegation of patient injury.